Manufacturer narrative:
The device was discarded at the hospital and not available for evaluation. A device history record review could not be performed due to the lot number not being provided. This event was determined to be reportable following edwards standard procedures.

Event description:
It was reported that when inserting the catheter, there was some difficulty with the guidewire. It was noted that when the guidewire was pulled out, the guidewire had frayed. There were no patient complications reported. Edwards was made aware after similar events had occurred at the hospital, there are no units available for evaluation; however, it was communicated to the customer to keep the units to send back for evaluation if this event occurs in the future. There was no lot number provided.